Event description:
Reporter alleged obtaining the result of 248 mg/dl on the aviva system compared back to back within 10 minutes of a result of 124 mg/dl obtained on a lab system. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Event description:
Reporter alleged obtaining the result of 248 mg/dl on the aviva system compared back to back within 10 minutes of a result of 124 mg/dl obtained on a lab system. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.